Manufacturer narrative:
A product deficiency was not reported or found. Technical services provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent. The consumer stated the reagent solution splashed into her eye. The customer was reportedly washing her eye with water. Although requested, no additional patient information, including treatment and outcome, was provided.